Event description:
The patient contacted lifescan (lfs) alleging that their meter was set to the incorrect unit of measurement (uom). Their spouse found them one night wondering around in the house as if they was sleep walking. The spouse attempted to give them some orange juice and some food; however, they only drank a little bit of juice. They went to the bathroom and their spouse thought they were in the bathroom a little too long, so the spouse went in and found them sitting on the toilet in a lethargic state. The spouse contacted the paramedics and did not test their blood glucose, since the spouse does not know how to use the meter. The paramedics tested the patient and received a 2.4 mmol/l (43 mg/dl) and treated the patient with a glucose shot and fed them some food. When the patient came too, they compare their meter to the emt's meter; however does not recall any of the readings. The patient was not taken to the hospital and does not recall their blood glucsoe reading prior to the emts leaving. The following morning, the patient took their meter to the pharmacy and the pharmacist contacted lifescan. According to the patient, their blood glucose was set to mg/dl at the time. They think their meter may have been set to mg/dl for the past 3-4 days prior to the event and think they may have accidentally changed the unit of measurement when they were recoding the meter. Since the meter had been displaying higher than usual blood glucose readings, the patient had cut back on his food intake, while still taking the same amount of insulin. The patient does not recall any of the readings prior to the event or the blood glucose readings the day before the event. A replacement meter was sent to the patient.